Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 submitted 12/26/2012. Additional investigation was performed by product analysis on (B)(6) 2012.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that for the past month the up arrow does not respond every time it was pressed. The patient stated that there is no damage to the keypad and the pump was not exposed to water. The patient reportedly wore the pump clipped to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
Follow up #1 submitted: 12/26/2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had normal response without delay, sticking or hypersensitivity. The keypad cover was removed for investigation and did not reveal any evidence of contamination, moisture or defect.